Manufacturer narrative:
B3: date of event - estimated as 45 days after (B)(6) 2023 as the event was noted at the 45 day follow up appointment. D6a: implant date- estimated as (B)(6) 2023 as the date of event is unknown, but the complaint was reported in 2023.

Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. During the 45 day follow up, the closure device was tilted and migrated to a proximal position within the laa, creating a risk of embolization. Less than one third of the closure device was proximal of the ostium. On (B)(6) 2023, the closure device was explanted with a snare, and another 24mm closure device was implanted on the same day. The patient fully recovered from the explant and was discharged home.